Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen experienced a calibration issue. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a screen calibration problem. It was observed that the stylus was missing however it was noted that when a new stylus was added the reason for return was confirmed. It was additionally noted that errors were found in the log files. The device was cleaned, new software was installed, the touch screen was calibrated, the touch screen connector was cleaned and reseated and the device then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.